Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis was not completed at this time. The device was later explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, this report will be updated.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, this report will be updated. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis has not been completed. This device remains in service but a replacement is scheduled to be performed. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. The device was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis was not completed at this time. The device was later explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.